Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an algorithm on the leadless implantable pulse generator (ipg) was not functioning, resulting in not being able to see the atrial signal during echography. The device remains in use. The patient is a participant in the micra atrial tracking using a ventricular accelerometer study. No patient complications have been reported as a result of this event.